Event description:
Additional information was received. It was reported that the catheter had been replaced and the patient was doing okay with the new catheter. It was indicated that the patient¿s dose had been lowered using 10mg/ml morphine at a rate of 1mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory; product ID 8709, lot# l55565, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was being replaced on the date of the report because the patient had been complaining of increased leg pain. Per the reporter, it had been determined that it was a catheter issue, thus the replacement had been "on the books for the past two weeks". It was noted that the pump would not be replaced as it was confirmed there were no suspected pump issues. The pump system was being used to deliver clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.